Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion was reported. The procedure was cancelled. It was reported that a versacross connect laac access solution was selected for use in a watchman case. During the procedure, the physician had issues with transseptal puncture. It was made multiple passes, it seemed that a good tent was confirmed, then transseptal was attempted a few times, however, no bubbles were seen, and the crossing was not achieved. At this time, the versacross kit was replaced for a new versacross kit and the transseptal was completed, with no issues. Then, an angiogram was taken with the non-boston scientific pigtail catheter and a broccoli morphology with a wide mouth was noted, which was deemed to not be worth to attempting to close and the procedure was cancelled. Thus, prior to remove the transesophageal echocardiogram (tee) probe, when watchman trusteer was brought back to the right appendage, a pericardial effusion was noticed, and the implanter performed a pericardiocentesis and patient was stable and brought to intensive care unit (ICU) where he is expected to fully recover. Product return is not expected (discarded). No pe was noted prior to the procedure. The patient was not under warfarin at the time. There were multiple attempts to position on septum before tsp was performed along with versacross dilator. The physician's believe that the versacross wire malfunctioned during the procedure.